Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) was having difficulties withdrawing old baclofen and putting in new baclofen. That was (B)(4) 2017. The hcp had not heard any negative outcome with that. The patient was scheduled to have the battery replaced this year and was scheduled to have another refill if they did not do the exchange prior to (B)(4) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal [2000 mcg/ml] at a rate of 96 mcg/day via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that they were unable to aspirate or fill. The last refill it was difficult to aspirate the expected 11 milliliters (ml) and it was also difficult to fill. It took approximately 15 minutes to fill the pump reservoir with 20 ml. This was the first reported time having refill difficulties with this patient and the same refill kit was used for the entire procedure. There were no reported symptoms and no further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). The cause of difficulty aspirating and filling the pump during a refill was unknown. The hcp was not sure what the problem was. When it [pump] is taken out this year it can be analyzed. The hcp was able to withdraw baclofen and end up putting in the baclofen. The patient was doing fine with it.